Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
The customer reported that during radiation therapy planning, there was a monitor unit mismatch between mosaiq and monaco. Based on the available information, there is a possibility that a mistreatment has occurred. This is currently being investigated.